Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year old male patient underwent an ablation procedure for supraventricular tachycardia (svt) with a thermocool smarttouch bidirectional sf catheter and suffered a heart block requiring a temporary pacemaker. Ablation was initially performed on a left lateral pathway. While ablating the slow pathway using 25 watts, the patient developed a 2:1 heart block. Temporary pacemaker was placed. Patient was reported to be in stable condition. Patient was transferred to the coronary care unit (ccu). Patient required extended hospitalization as a result of the adverse event for observation. Patient outcome is improved, as the temporary pacemaker was removed. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. (B)(4).

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 3/26/18. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17724147l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent an ablation procedure for supraventricular tachycardia (svt) with a thermocool smarttouch bidirectional sf catheter and suffered a heart block requiring a temporary pacemaker. Ablation was initially performed on a left lateral pathway. While ablating the slow pathway using 25 watts, the patient developed a 2:1 heart block. Temporary pacemaker was placed. Patient was reported to be in stable condition. Patient was transferred to the coronary care unit (ccu). Patient required extended hospitalization as a result of the adverse event for observation. Patient outcome is improved, as the temporary pacemaker was removed. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.